Manufacturer narrative:
(B)(4). Device evaluation: the report that the extension line separated from the juncture hub was confirmed. One 4-lumen, 8.5 fr x 11cm catheter was returned. The medial 2 extension line was separated from the juncture hub. The customer also returned three photos of the sample. The sample was visually examined with and without magnification. The end of the separated extension line was straight and even which is typical of a cutting operation. A shallow indentation of approximately 0.5 mm was observed in the juncture hub where the extension line was attached. The medial-2 extension line measures 14.0 cm which is within specification of 13.4-14.6 cm per the extrusion graphic. The catheter graphic indicates that 111 mm of extrusion should extend from the juncture hub on the medial-2 extension line. The returned extrusion measures 118 mm when measured from the base of the hub towards the extrusion tip. Based on the nominal measurements contained in extension line drawing and catheter drawing, approximately 7 mm of the extrusion should be molded inside the juncture hub. A device history record review was performed and did not reveal any manufacturing related issues. The extension line was not adequately molded into the juncture hub. Other remarks: therefore, the probable cause of this issue is manufacturing related. Further investigation of this complaint issue has been initiated.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that while use in the female patient's right jugular, the extension line slipped out of the junction hub into the patient's pillow. The medical staff covered the hole to prevent air from entering, then removed the catheter. A new kit was then opened and that catheter was inserted into the other side and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.